Manufacturer narrative:
(B)(4). Date sent: 11/9/2020 additional information: two photos and one video received. Upon visual inspection of two photos and a video, the following was observed: the first photo shows a device from anvil area with a white reload loaded and a foreign matter between the channel of anvil. The second photo shows a device from anvil area with a white reload loaded and what appears to be a piece of plastic can be seen between the anvil and reload. The video shows what appears to be a piece of plastic that is removed from channel of anvil . Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, with the first introduction of the stapler into the abdomen the surgeon noticed a little piece of (what seems) plastic in the stapler. He pulled it out as it was stuck in the I-beam shaft of the anvil side of the stapler. A gold ecr reload was loaded into the device, but it looks like the plastic came from the stapler and not the reload. After removal, he continued the procedure as normal. There were no patient consequences.